Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated after using multiple programmers. Technical services (ts) recommended troubleshooting options, however none were successful. A magnet was placed but no beeping tones were emitted. Ts recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported.